Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The error 297 was fixed by programming the affected console in standalone mode to update the software from version 1.2.0 to 1.2.2. The whole system was reprogrammed. There was an error 23033 pointing to the primary encoder at the right master tool manipulator (mtm) when homing. The mtm could not be replaced because the full robot was not unloaded. Only the consoles were taken off the truck. The fse programmed the da vinci 5 system nodes. During the process, one of the consoles updated its version. The fse performed an emergency power off (epo) and reboot. The issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the right master tool manipulator (mtm) of the console was not responsive when starting the simulator. The system had already been rebooted. The technical support engineer (tse) advised to connect the console back up to the tower. The system was in a dual console configuration, which the second console was being used for. The tse checked that software versions were matching for all sub systems. Later, the customer called back to report they had connected the faulty console to tower and it was generating an error. The tse had reviewed the error logs and there were many 297 errors pointing to console 2. The caller stated this had happened in the past at another location. The tse confirmed same error pattern. There was no report of patient involvement.